Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was stuck on the set up mode screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.